Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient¿s lead was repositioned on (B)(6) 2018 due to lead migration. There were no devices implanted or explanted. Reportedly, therapy was restored post-op.